Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: a.2., b.5., d.6., g.1., g.3.

Event description:
Additionally, healthcare professional reported right side rupture.

Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported rupture on an unknown side. The device has been explanted.